Event description:
This pi is for the revision of the patient's right hip on 09/may/2022 (though outside of cors scope, the revised implants were named). Patient had an index right tha outside of cors scope. The patient was revised for squeaking on (B)(6) 2022. Only the mdm liner and head were exchanged. The patient develops pji requiring a second right tha revision on (B)(6) 2022. Only the mdm liner and head were exchanged.

Manufacturer narrative:
Reported event: an event regarding audible noise involving an unknown ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : not available.